Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, suspected breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis developed pain in her right breast. In addition, it was reported that the right breast prosthesis possibly ruptured. An ultrasound showed no rupture, but rupture was diagnosed by a physical exam. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. After surgery, it was observed that both explanted breast prostheses were intact.

Manufacturer narrative:
On 23-dec-2021, mentor received additional information about the event. The patient developed bilateral breast deformity post implantation. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).